Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system revision due to infection. A new system was implanted on the right side. The infection site was treated with antibiotics. There were no additional adverse effects reported.